Event description:
It was reported that the patient had presented to the emergency department hypotensive. It was then found that both the left ventricular (lv) lead and right atrial (ra) lead did not have an available capture threshold measurement. The lv lead's capture threshold measurement was also variable. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 459888 lead implant date: (B)(6) 2022; w4tr01 crtd, implant date: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.